Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during a trial procedure, the patient¿s dura was punctured. Intravenous fluid was administered. The lead was explanted.